Manufacturer narrative:
This report is submitted on january 16, 2023.

Event description:
It was reported that the battery charger overheated and burnt while the device was in use (date not reported).there was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.